Event description:
The customer reported that during a vaginal hysterectomy, the device jaws could not be re-opened while applied to tissue. The surgeon removed the device and the pt's pedicle was torn. The surgeon utilized manual suturing in order to complete the procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.